Event description:
Facility reported that a pre-packed dialyzer had a fiber leak during its first use. Ebl>100cc. The dialyzer was replaced and treatment resumed without further incident. There was no patient injury reported. Sample is not available for analysis, discarded on the day of the event.